Event description:
A packaging problem and broken jar was detected by the circulating nurse prior to the surgeon for implant. The nurse had noted the jar was damaged but did not abandon the product prior to use and the surgeon implanted the valve. Intra-operative inspection by the surgeon found the valve leaflets appeared stiff and immobile. The valve was abandoned during bypass and wa replaced. The case was completed and the patient began prophylactic treatment with antibiotics.